Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. No further investigation is warranted at this time. A review of the device history record was not possible due to lot and product numbers not being provided. (B)(4).

Event description:
It was reported that a revision knee surgery was performed due to infection and an inflammatory reaction. The implants were replaced during the revision.